Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Third. What color cartridge was being used? Green. What other color cartridges were used before and after this event? No. Was buttressing material utilized? Yes, cook. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a gastric sleeve procedure, on the third firing with a green reload, the stapler cut and formed staples on the top. On the bottom the staples did not form and all of the staples were removed. The case was completed with another device of the same product code. There were no patient consequences reported.